Event description:
Device complication: none. Time of complication: approximately two (2) weeks after procedure. Symptoms: lethal ventricular arrhythmia; myocardial ischemia; death. It was reported that the pt experienced neurological events after the carotid stenting procedure, however, the symptoms were resolved within 24 hours using common medications. Additional information was received in 2005, indicating that two weeks following the procedure, the pt died due to lethal ventricular arrhythmia. Which was due to myocardial ischemia. No additional information was reported.